Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® urine complete cup kit, the device experienced stopper creep out / loose closure. The following information was provided by the initial reporter. The customer stated: urine leakage; specimen lid does not seal well - even when user twists the lid tightly. When specimens get sent to lab via the pneumatic tube system, urine leakage are very often reported by lab caregivers.

Manufacturer narrative:
H6: investigation: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the bd vacutainer® urine complete cup kit, the device experienced stopper creep out / loose closure. The following information was provided by the initial reporter. The customer stated: urine leakage; specimen lid does not seal well - even when user twists the lid tightly. When specimens get sent to lab via the pneumatic tube system, urine leakage are very often reported by lab caregivers.